Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference: mw5082149. Consumer reported that a tampon came apart leaving pieces inside. Consumer reported nausea and headache. Consumer was able to remove all pieces and condition improved.